Event description:
A us distributor contacted zoll to report that a patient developed a red, itchy skin irritation under the back therapy pads of the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient¿s doctor recommended over the counter lotion for the skin irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.